Event description:
Discrepant tni results on triage cardiac hs lot t14439n and istat with 1 patient. Patient was discharged and given pain killers for knee pain. Their symptom was dizziness and no diagnosis was provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage cardiac lot t14439n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.